Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failed to release from catheter block b3: approximated based on the date the manufacturer became aware of the event. Block h11: investigation results the resolution 360 clip was not returned for analysis; therefore, a technical analysis could not be performed. Media was provided and showed the device inside the packaging. Product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during an peroral endoscopic myotomy (poem) procedure performed on unknown date. During the procedure, the clip failed to release from the catheter. The endoscope was withdrawn with the clip closed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failed to release from catheter. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during an peroral endoscopic myotomy (poem) procedure. During the procedure, the clip failed to release from the catheter. The endoscope was withdrawn with the clip closed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. No further information has been obtained despite good faith efforts.